Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (patient was attached while priming).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a inadvertent infusion (attached during prime) issue. The reporter stated that the patient had a blood glucose of 39mg/dl with unsteadiness while walking and standing. The patient was taken to the hospital and treated with glucose tablets/glucose gel and IV glucose. Customer support (cs) completed troubleshooting and the patient was attached during priming and was infused 117 units. This complaint is being reported because the patient allegedly experienced a bg excursion as a result of use error.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2016 device evaluation: the device has been returned and evaluated by product analysis on 11/29/2016 with the following findings: the pump history verifies the user primed 117.70u on (B)(6) 2016 at 16:01. A rewind, load and prime sequence was performed successfully with no errors or alarms. No hypersensitive or stuck keys were observed on keypad. The pump displays message ¿disconnect infusion set from your body!" On the rewind screen and ¿be sure set is disconnected from your body. Then select continue" on the prime screen. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or eaw¿s occurred during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).